Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter with the concomitant prowater guide wire was returned for evaluation. Tip separation was confirmed on the returned microcatheter. The remaining tip attached to the shaft was stretched and twisted. Helical cracks were observed on the tip surface, indicating tensile stress had also applied at the time the tip had been twisted. There was a slit at the torn end of the tip. The concomitant guide wire was found bent at approximately 90mm from its tip and unwound at approximately 110mm from the tip. A tip fragment of the caravel was entangled in the loose coil which remained unfractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The tip had likely been twisted in an attempt to cross the lesion and the twisted tip became stretched when the prowater guide wire was delivered through the caravel. As the twisted and stretched tip could be stuck on the guide wire, tensile stress generated with removal would exceed the product design limit and torn the tip apart. It was concluded that this event was not attributed to product quality. Tip damage observed on the returned caravel was too severe to completely rule out a possibility of tip fragment retention. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a moderately calcified 99% stenosis in the left anterior descending artery (lad). After an asahi fielder xt-r guide wire crossed the lesion, the microcatheter was used for wire exchange to an asahi prowater guide wire. Upon removal of the microcatheter, resistance was met and the tip became separated. A new device was replaced to successfully complete the pci. Blood flow was reestablished by stenting. There were no adverse patient effects associated with this event.